Manufacturer narrative:
H10: through follow-up communication livanova learned that the compressor caused the rcd (residual current device) to trip due to cooling coils corrosion. Complaints database analysis revealed that no similar no similar event since unit installation in 2013. The reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage to the cooling compressor system. The compressor failure leads to an increase in the leakage current of the device and the circuit breaker will trip. In february 2020 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in australia. Livanova is following up to clarify the phase when the issue was identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that the heater-cooler system 3t tripped rcd (residual current device) linked to coil corrosion. There is no report of any patient injury.